Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. The patient cannot remember the exact details of what had happened during the event but stated that the cgm device was not giving her any readings and that a sensor error message was displayed on the device. The patient reported that on (B)(6) 2022, she was lying in bed when she was found unconscious by a friend. She lost consciousness due to hyperglycemia and the cgm device during that time was not giving her readings. The patient was taken to the hospital and was admitted there for several weeks. The patient reported that at an unspecified point the blood glucose reading in the hospital was 800 mg/dl. The patient cannot remember very specific treatment details but was treated with insulin. She also stated that she suffered a heart attack during the admission that according to her, was related to the hyperglycemic event. This was also a reason for the long stay in the hospital. The patient does not remember more details of the day of the event. At the time of the report the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This report is 1 of 3 events that the patient reported on the same day with limited information but are all separate events. Please see related events under (B)(4) and (B)(4).